Event description:
Case 3: 2 cs29 dlu. With the first dlu the controller was showing "not in range"; referred to user manual, reopen and close back the anvil, no appreciable results. Changed dlu to a new one, but leaving the anvil of the first in-situ. Surgeon fired; when anastomosis was tested, more than half of the staples were not on anastomotic site.